Event description:
After the device was implanted, there was a significant amount of bleeding at the valve and graft attachment site. Bleeding was seen around (B)(4) of the circumference of the graft and several suture holes. Several units of blood products were given. The device remained implanted and the bleeding was controlled. The pt did well and was discharged 6 days postoperatively.